Event description:
After treating a lesion with the rotablator system, the guide wire was repositioned and appeared to prolapse. Subsequently, the guide wire fractured. The distal portion of the guide wire was removed with a snare.

Manufacturer narrative:
The product was returned to the device MFR on 9/16/97. The fracture surfaces of the guide wire are consistent with the guide wire being placed at a sharp angle while the advancer was activated.